Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The microsensor was returned for evaluation: device history review (DHR) - could not be performed because the serial number a299014 could not be associated to our lot numbers. So lot number is unknown. Failure analysis: based on the supplier analysis and investigation, the issue of the complaint has not been confirmed: catheter cut into 4cm from tip; film/foreign matter on sensor area that is not part of the manufacturing process; no testing was possible. The root cause of the issue reported by customer could not be determined to the condition of the catheter received. However, the possible root cause of the damaged catheter observed during product investigation could be probably due to a mishandling, the device must be used with care to avoid any damaged .

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2020-00065. A physician reported an incorrect and inconsistent reading for a direct link icp extension cable. The patient reportedly went for a walk, returned to the room, and the bedside monitor displayed a question mark. The intracranial pressure value returned to a value displayed on the monitor, but the waveform was not accurate. The patient was taken back to the operating room on (B)(6) 2020 to replace the codman microsensor basic kit and a new direct link icp extension cable was used.